Event description:
The event is reported as: the customer reports that the device had an air leak and was unable to inflate the cuff. The patient condition is reported as fine.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) review for product et tube, sher-I-bronch, ls, 37 fr, lot number: 01e1200510 was manufactured on 06/14/2012. The DHR investigation did not show issues related to complaint. Document review for fmea (product/process) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaint.